Event description:
Customer's mother reports, customer (child) had a seizure in her sleep. She believes "the meter was reading too high and (her) daughter was given too much insulin". Mother reports the adc meter (fs flash) reading 333 mg/dl and a "friend's meter was reading in the 70's". Paramedics were called and the child was given glucagon. It should be noted, the readings were not done within 10 minutes and the test site (finger) was not washed prior to testing.

Manufacturer narrative:
Internal identifier(s): alm/4635465. This is an initial report. Follow up report will be submitted if the product is returned for evaluation. Note: a different meter than the one which was initially reported was returned, and an investigation has deemed all results were within the range specification, and no errors were observed during control solution testing.